Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a persistent rash; patient was seen by physician (third party intervention); patient alleges device contributed to the rash; device is not available for technical review; people can become sensitized to adhesives.

Event description:
Hcp for type 2 diabetic called valeritas customer care to inquire about the adhesive. Pt has a "large rash from the v-go. Hcp stated that the pt had this rash for weeks and also informed that the pt was rotating her v-go and she kept getting the same rash like reaction from where she was wearing the v-go. Pt has tried cavilon barrier wipes and it was not helping." Pt. Has not returned calls placed by ae assessor to allow for further investigation of this case. The adhesive is medical grade and hypoallergenic, however, some patients will have a reaction. Without speaking with the pt, ae assessor is unable to further investigate this case. This case will be closed without further follow-up from ae assessor. If the pt returns the calls, the case will be reopened for further investigation.